Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the image from the 30- degree endoscope was inverted. The tse reviewed the system error logs but found no related error. Prior to calling, the user reseated the endoscope, which successfully resolved the issue. The tse recommended pressing the arm port clutch to clear the guided tool change. The user continued with the procedure using the same endoscope without further issues. No known impact or patient consequence was reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Prior to calling for technical support, the customer reseated the 30-degree endoscope to resolve the issue. The image was now correct. The system was working properly. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.